Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply. System operates as intended. (B) (4).

Event description:
The customer reported, the system shut down on its own. No patient injury was reported.